Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient recently had gastric sleeve surgery and since then my leads to do not provide same level of relief. Not to mention I look like an alien where it was implanted. Both of my legs have not hurt this bad since I received implant. I have stabbing, burning and just constant pain. My lower left leg feels like it will explode at times. This is affecting the patient's day to day activities.